Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced insulin flow block alarm on (B)(6) 2024. The blockage was in the tubing. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.